Event description:
It was reported that the field clinical engineer (fce) called technical services (ts) to inquire regarding a new template acquired. The physician was attempting to reproduce a qrs morphology change to reprogram this subcutaneous implacable cardioverter defibrillator (s-ICD) to a higher rate to avoid oversensing observed previously. Additional information noted that stimulation was performed from the patients treated episodes. Stimulation indicated that an improved template had minimal effect on the device performance, while disabling the smartpass filter improved double detection algorithm performance, reducing the likelihood of inappropriate shock. Further information from the field clinical engineering noted that a device follow up will take place and further testing will be performed. A review of the device data by technical services (ts) confirmed two inappropriate shocks with the patients reaching a higher rate causing r wave morphology changes in the primary sensing vector associated with t wave oversensing. The physician was not able to identify a better vector outcome and eft the primary sensing vector programmed and a new template was acquired. Ts noted that review of the device data confirmed that the acquired template in the primary sensing vector may not be able to further mitigate new inappropriate shock therapy and better outcome may be achieved with consideration for the smartpass deactivation in the primary sensing vector. Ts discussed possibly checking the alternate sensing vector as this may be a possible vector for reprogramming the device. Ts note that with currently programmed setting the patient may still be exposed to a risk of inappropriate shock therapy. The device remains implanted. No adverse patient effects were reported.